Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor had calibration not accepted, blood at site, experienced low and high blood glucose level. Customer¿s blood glucose level was 80 mg/dl and later was 47 mg/dl. The product will be returned for analysis.